Manufacturer narrative:
The manufacturer previously reported a ventilator would not power on and the device's oxygen blending module board, internal battery, power management board and active exhalation control module need replaced to address the issues. During the evaluation, an issue related to the flow sensor assembly was observed. The flow sensor assembly was replaced to address the issue. There was evidence of physical damage.

Event description:
The manufacturer received information alleging a ventilator would not power on. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board needs replaced to address the issue. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log and the device failed a test step during testing. The device's oxygen blending module board, internal battery, power management board and active exhalation control module need replaced to address the issues.